Manufacturer narrative:
The device did not meet specifications. Insulation tubes did not fully cover the wires in accordance with specifications. This report is being submitted at this time as part of a CAPA following an internal audit of complaint files that identified the deficiencies in complaint processing and MDR reporting.

Event description:
The instrument was not cauterizing consistently and when released, it did indeed tear patient's tissue causing some excess bleeding. Bleeding, however, was controlled without harm to patient. The event occurred during the middle of the lavh procedure.